Manufacturer narrative:
Insulin pump received with intermittent button response due to moisture damage on keypad traces. Insulin pump communicated properly with test blood glucose meter. The blood glucose value on the meter was displayed on the insulin pump screen. Insulin pump passed self test. No unexpected battery out limit alarm noted. Insulin pump had received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on lcd window, scratched reservoir tube window and strained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported that the insulin pump started to have keypad issues. Customers blood glucose level was reported at 75 mg/dl. Product is being replaced. No further information provided.